Manufacturer narrative:
Two concomitants with this procedure: ostium seeker, part #9733448, lot #22622 and curved suction em ent, part #9733450, lot #6393. On 02/25/2016 a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Site had numerous bent instruments that were extremely difficult to verify. Some would not verify at all. The medtronic representative checked the navigation system to confirm all ports were active. Checked instruments. Issue resolved. System performed as intended. On 02/25/2016 a medtronic representative, following-up at the site, reported the site had a bent ostium seeker and a bent 70-degree suction with distance to divot values approximately 2.5. This is likely the cause of the alleged navigation issues during this procedure. On 03/17/2016 a medtronic representative, following-up at the site, reported they navigated the remainder of the procedure with only the shaver and opened another tray and navigated with the straight suction from that set. There was no adverse patient outcome. Return requested for suspect ostium seeker and suspect curved suction. No parts were replaced to date. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site registered the patient several times and were alleging inaccuracy. They registered the patient, however, were only able to track the shaver. The site re-positioned the emitter multiple times and successfully tracked the straight suction. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.